Manufacturer narrative:
(B)(4). This is 1 of 2 reports of hospitalization that occurred two separate times. Please see related records (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. This is 1 of 2 reports in which the patient was hospitalized. On the day of the event 05/10/2025, the patient observed a high glucose reading on their cgm and self-administered insulin. Later, the cgm alerted a low glucose level. A nurse, who was present in the patient¿s home, attempted to wake the patient but was unsuccessful. It was understood that the patient had lost consciousness. The nurse administered orange juice and called emergency services. The patient was transported to the emergency room and admitted to the intensive care unit (ICU). A manual fingerstick performed at the hospital showed a blood glucose level not exceeding 130 mg/dl. No cgm reading was documented at that time. The patient remained hospitalized for approximately 3 to 4 days and received insulin treatment during the stay. Although no direct comparison between cgm and fingerstick readings was recorded, the patient later expressed doubt regarding the accuracy of the cgm reading. No further medical evaluation or follow-up intervention was documented and attempts to contact the patient for additional information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.